Manufacturer narrative:
E2: no. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device also failed leak test from on cable evaluation and a faulty charged coupled device (ccd) was identified. The cause of the reported occurrence was determined to be the faulty charged coupled device (ccd). A device history review of the current product was conducted, and no problems were found. This device instructions for use (IFU) indicates: warning: if an abnormal endoscopic image or an abnormal function occurs but quickly corrects itself, the equipment may have malfunctioned. In this case, stop using the camera head because the irregularity can occur again and the camera head may not return to its normal condition. Stop the examination immediately and slowly withdraw the endoscope from the patient while viewing the endoscopic image. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, bleeding and/or perforation. If the endoscopic image on the monitor should unexpectedly disappear, or focus adjustment cannot be controlled, turn the camera control unit off and then on again. If the image still cannot be restored, immediately turn the camera control unit off. Disconnect the camera head from the endoscope and carefully withdraw the endoscope from the patient, while viewing through the endoscope¿s eyepiece. Keeping the endoscope inserted into the patient, feeding air/water, or performing suction or treatment without an endoscopic image is extremely dangerous. If an endotherapy accessory is being used, withdraw it in the safest manner before withdrawing the endoscope. In addition, be sure to prepare another camera head to avoid interruption of the procedure.". Pg 29. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that during an unknown therapeutic procedure, the subject device flickered and had a bad image. No error messages were present. The procedure was completed utilizing a different device with no surgical delay. There were no reports of patient harm.